Event description:
It was reported that during a low anterior resection procedure that the device was introduced to the patient and connected to the anvil, after dialing down the anvil the device would not fire. The device was lit up like it was ready to fire but nothing happened when attempted. Surgeon removed the battery and reinserted with no change. Another like device was used to complete the procedure. A leak test was preformed, and no leaks were found however the distal donut was not intact. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # unknown. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.